Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank. It was noted that changing the battery was not able to resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings:a review of the pump black box history showed that multiple call service alarms were recorded on 02/04/2014. During testing, the pump powered on with a fully illuminated display screen as well as audio tones and vibrations functional. The pump was opened and no visible defects were found on the printed circuit board. The complaint of the blank display screen was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.